Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all inprocess and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that according to the IFU predilatation of the lesion is mandatory and the IFU warns against reinsertion.

Event description:
The orsiro drug eluting stent system was chosen to treat a severely calcified lesion in a tortuous segment of the medial lcx om branch by direct stenting. The orsiro could not pass the lesion and was withdrawn. A guideliner was inserted and the orsiro was reinserted but the target lesion could not be crossed. During withdrawal into the guideliner the stent dislodged from the balloon. Eventually the dislodged stent was expanded in the lcx by using another balloon.